Event description:
Patient underwent aaa repair in 2005. One renu converter, one iliac leg graft, and one occluder were placed. On the completion angiogram, a type ii endoleak was noted. However, the procedural angiogram report from the core lab in 2007, indicated that a proximal type I endoleak was observed.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that a type I endoleak occurred due to patient anatomy. Cook's instructions for use do mention that long-term performance and endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g.,endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up.